Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump was unable to perform functional testing due to blank display. No moisture damage on keypad traces or motor noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.